Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the transmission revealed automatic mode switch episodes and noise reversion episodes. Further inspection revealed that there was a high frequency high amplitude across multiple channels, which could possibly indicate electrocautery exposure. Monitoring was suggested; no intervention was reported.